Event description:
It was reported while using the bd vacutainer® serum blood collection tubes elevated ldh values were discovered during an internal clinical study. There was no impact to patients and results were not reported to clinicians. This event occurred 80 times. The following information was provided by the initial reporter. The complaint stated: "in an internal clinical study, (B)(6), it was found that the value for ldh was significantly larger when the tube clotted in an upside down vs right-side up orientation. The ldh issue was not seen in other tubes in the same study that were processed and examined in a similar fashion."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1347901. Medical device expiration date: 31-mar-2023. Device manufacture date: 13-dec-2021. Medical device lot #: 1347902. Medical device expiration date: 31-mar-2023. Device manufacture date: 13-dec-2021.

Manufacturer narrative:
Investigation summary: bd did not receive returned samples or photos from the customer for investigation of erroneous results. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. As part of the complaint investigation, another clinical study was performed which expanded the scope to all clotting tubes. This study evaluated both minimum and maximum clotting times for both right-side up (rsu) and upside-down (ud) tubes. Results indicated that when clotted upside-down (ud), the smaller volume (2ml) serum tube had an extreme bias of ldh when compared with the same size tube right side up (rsu) for maximum clotting time. For minimum clotting time, tubes when clotted upside-down also exhibited a bias and/or confidence intervals outside of the cal for ldh. The internal study concluded that ldh has shown sensitivity to clotting orientation in most serum tubes. This complaint is confirmed for erroneous results-ldh. Bd has initiated a CAPA (corrective and preventative action) to formally investigate this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring of current trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using the bd vacutainer® serum blood collection tubes elevated ldh values were discovered during an internal clinical study. There was no impact to patients and results were not reported to clinicians. This event occurred 80 times. The following information was provided by the initial reporter. The complaint stated: "in an internal clinical study, (B)(6), it was found that the value for ldh was significantly larger when the tube clotted in an upside down vs right-side up orientation. The ldh issue was not seen in other tubes in the same study that were processed and examined in a similar fashion."